Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and "rising up, making the nipple go down".

Event description:
Patient reported right side capsular contracture, baker grade unknown and "rising up, making the nipple go down." Healthcare professional confirmed baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.3, b.5, h.6.

Event description:
Treatment provided in the form of singular.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight the device within specification, white particles on the shell, and deformation. After autoclave cycle was observed a cloudy color was observed in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing process.